Event description:
It was reported on (B)(6) 2012 that the patient was seen in the surgeon's office on (B)(6) 2012 and she needed her generator repositioned. Per the surgeon's office, the patient's generator had migrated under her arm. It was indicated that the patient does a lot of lifting. The patient's generator was repositioned on (B)(6) 2012. Attempts for additional information are in progress.

Event description:
Additional information was received on (B)(6) 2012. It was reported that the patient was seen on (B)(6) and at that time was complaining on migration and pain. The surgeon believed that the migration was related to the patient's job as she does a lot of overhead lifting and it may have loosened the generator in the pocket. The pain the patient was experiencing was directly related to the migration and not occurring with stimulation. The location of the pain and exact diagnostic results were not provided, but it was indicated that everything was fine with the system. There was also no record of the type of suture used when the generator was initially implanted. The patient is doing much better now and that there have been no more complaints. No other information was provided.